Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. The follow-up report will be sent when investigational results are available.

Event description:
Customer reported she was getting a blank screen and as a result of being unable to test, went to a local hospital where she was diagnosed with hyperglycemia and given insulin. There was no report of death or permanent impairment associated with this medical event.